Manufacturer narrative:
Eval in process, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported the adhesive cable mount for the cable assembly was no longer attached to the roller pump. Since the event occurred during routine testing of the device, there was no pt involvement during this event.